Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Use of a xience pro stent delivery system to treat in-stent restenosis. The xience pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat in-stent restenosis of an unspecified previously implanted stent in the mid right coronary artery. A 2.75x23mm xience pro rx stent delivery system (sds) was advanced and resistance was experienced with the stenosis and the sds could not cross. There was no interaction of devices, but a dislodged stent was suspected, so the entire sds was withdrawn as a single unit. During removal, the stent dislodged in the left common iliac artery. No attempts were made to retrieve the dislodged stent and the stent remains free floating in the patient anatomy. Two xience v sdss were successfully used to treat the in-stent restenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.